Event description:
Additional information received indicated that the suspected cause of the event was insulation damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of oversensing due to noise were observed on the right ventricular (rv) lead. The device was reprogrammed to resolve the event. The patient was stable.